Event description:
Consumer complaint of low control test results. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 07/19/2017 and open vial date is (B)(6) 2015. Control test performed prior to call with result of 48 mg/dl. Control test performed during call ((B)(6) 2015 3:27 pm) with result of 70 mg/dl and 84 mg/dl. Control level two lot # ac2a36 acceptable range is 88 to 120 mg/dl. Control MFR's expiration date is 10/31/2015 and open date is (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Returned test strips evaluated resulting in low results. Further investigation of test strips reveals black chemistry. Black chemistry is a reaction to improper storage conditions (increased humidity).